Manufacturer narrative:
It was reported that a patient was injured due to air being injected. No additional information was provided. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Air in syringe.